Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty inserting catheter is confirmed but the exact cause is unknown. Six photo samples a powerglide pro were returned for evaluation. The first photo sample shows the distal end of the powerglide pro housing. The purple slider is advanced. The safety can does not appear to be activated. Two strands of wire are extending from the distal needle tip. One strand appears to be the core wire and is shorter in length. The second strand appears to be the unraveled guidewire coil and is shown extending into the purple catheter hub. Use residue is observed throughout the sample. The catheter shows a bend near the center section. Photo samples 2-6 shows the device in the same position at a different angle with a view of the powerglide pro housing. The fifth photo sample contains the product label with ref: f120100 and lot: recp2036. The sixth photo sample shows the back of the product packaging. Based on the description of the reported event and condition of the sample shown in photos provided, likely contributing factors include retraction of the guidewire against the needle bevel and sharp instrument damage. The break surface characteristics could not be observed through the photo samples provided; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of recp2036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was an IV drug abuser with very tough vasculature. It was reported that the needle had a difficult time trying to enter the vein, and the guidewire was deployed but met resistance. The clinician went to withdraw the wire and felt a snag on the wire, stopped and pulled entire device back as one unit. A new device was placed the next day.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of recp2036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was an IV drug abuser with very tough vasculature. It was reported that the needle had a difficult time trying to enter the vein, and the guidewire was deployed but met resistance. The clinician went to withdraw the wire and felt a snag on the wire, stopped and pulled entire device back as one unit. A new device was placed the next day.